Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. A ventilator service required alarm occurred during the test. The error log was reviewed and an error code related to the oxygen blending module was observed. The oxygen blending module board was replaced to address the issue. During the operational check after the part replacement, a ventilator service required" alarm occurred again. The error log was checked again and the error code related to the oxygen blending module had cleared, but an error code related to the control flow sensor drifting and the device being unable to meet the high or low flow accuracies was observed. The sensor board was replaced to address the issue.